Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 05 ,2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed a greasy like substance on the ui panel. Dust-like contamination was observed on the ui panel/top cover and left and right side panels. Pil observed 2 of the 4 anti-slip pads on the bottom enclosure were missing. A brownish dust-like contamination was observed behind the sd card cover, in the air inlet, on the interior side of the top cover, on the top and bottom of the pca, on the blower cap, blower motor, iso port, in the bottom enclosure, on the sound abatement foam and air inlet seal.manufacturer observed the j9 red wire melted to the prong on the pca, inv0636 addresses the issue of the j9. Evidence of liquid ingress was observed on the blower housing outside the blower bellow, under and inside the blower motor. Manufacturer observed the sound abatement foam stuck to the bottom of the blower housing and bottom enclosure. Dust-like contamination was observed on the left side panel, inside and under the humidifier bottom enclosure and in the lower base. Unknown contamination was observed in the water tank. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam.confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.